Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 10/04/2017 - product analysis: the device was returned and evaluated by product analysis on 09/05/2017 with the following findings: the complaint could not be duplicated during investigation. Review of the pump¿s black box revealed related alarms. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric current draws were found to be within specification.